Event description:
It was reported that inappropriate therapy was observed on merlin.net due to lead noise. Insulation damage was assumed on the rv coil and v ring because the noise was observed on their polarity. The cause of the noise was a lead pressure. The lead was explanted and replaced. The patient condition was fine with no problems after the replacement procedure.

Manufacturer narrative:
(B)(4)